Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by loose motion, abdominal pain, low blood pressure and turbid fluid. A day after the event onset, the patient was hospitalized for the events however, the patient was not treated with antibiotics. The following day the patient experienced cardiac arrest and subsequently passed away the same day (in the hospital). The cause of death was reported as due to cardiac arrest. It was unknown if an autopsy was performed. It was reported that the patient has not recovered from the events prior to death. Pd therapy was ongoing prior to and at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.